Event description:
Reporter stated, that the suspect device appears to have melted around the 3rd and 4th internal contacts. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.